Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unrelated procedure, x-ray showed the lead had externalized conductors with good electrical measurements. During system upgrade the lead was replaced. There was no report of adverse consequences during procedure.